Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that right ventricular (rv) lead had unstable thresholds, insulation damage and high pacing impedance. The patient's physician chose not to implant a new lead because the patient was not dependent on the lead. The lead is still in use. No patient complications have been reported as a result of this event.